Manufacturer narrative:
(B)(4). Tandem quality engineer evaluated pump data and concluded the following: the low bg event on (B)(6) 2017 was not confirmed. There were no erratic basal rate adjustments or bolus requests. A cartridge change sequence was completed in the early morning hours of (B)(6) 2017. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. There is no indication that the pump caused or contributed low bg levels.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 60% to 20% after being connected to a power source. In addition, the pump could not be charged despite the attempt of multiple wall adapters. There was no impact to the customer's blood glucose level due to the battery issues. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported experiencing a low blood glucose (bg) level (68 mg/dl) that morning. Customer stated the reason for the low bg level was unknown. Juice was consumed to address bg level. System check with tandem technical support indicated the pump was performing as intended.